Event description:
A customer contacted baxter's technical service center to report that a drain line extension was leaking during the initial drain cycle. The initial drain volume (idv) was 19ml and the home patient (hp) stated that when the initial drain started fluid was leaking from a hole in the drain line extension. The hp disconnected the drain line extension prior to calling baxter. The technical service representative (tsr) assisted the hp to end therapy using the early procedure. The hp would start over with new supplies and save the drain line extension. Corporate product surveillance (cps) contacted the home patient in 2009. The hp stated the actual sample was available for evaluation. The patient did not know the lot number, as the packaging was discarded at the time of use. There was no patient injury or medical intervention.

Manufacturer narrative:
.